Event description:
It was reported that the oxygen partial pressure (po2) and partial pressure of carbon dioxide (pco2) levels would not stay calibrated during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The product was returned to terumo for repair. Drift and inaccuracies were noted with the po2 values; therefore the complaint was confirmed. Service was performed on the monitor with no issues reported, so no items were replaced. The system was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.